Event description:
Patient enrolled into the (B) (4) trial. As reported, the protege rx stent was placed just slightly proximal to the actual lesion. Therefore, a second stent was used to cover the lesion. No injury to the patient reported.

Manufacturer narrative:
A review of the device history record for this device did not reveal any discrepancies relevant to this reported event.